Event description:
The user received questionable troponin I stat results for four patient samples. Data for three patient samples were provided. All results are in ng/ml. Patient sample 1 initial result was 1.04 with a data flag. On (B)(6) 2010, the sample was repeated on the cobas 6000 analyzer and the result was 0.300 with a data flag. Patient sample 2 was from a female patient born on (B)(6). The initial result was 0.635 with a data flag. On (B)(6) 2010, the sample was repeated on the cobas 6000 analyzer and the result was 0.300 with a data flag. The sample was then repeated on the original analyzer and the result was <0.300 with a data flag. Patient sample 3 was from a female patient born on (B)(6). On (B)(6) 2010, the initial result was 0.875 with a data flag. The sample was repeated on the cobas 6000 analyzer and the result was 0.300 with a data flag. The sample was then repeated on the original analyzer and the result was <0.300 with a data flag. The erroneous results were reported outside the laboratory. No patients were affected as the physicians questioned the results prior to treating the patients. The lot number of the troponin I stat reagent was 15779101. The field service representative determined the high voltage was out of adjustment. He checked the instrument and ran a photomultiplier tube high voltage adjustment. To verify the analyzer operation, he ran performance testing and the user ran calibration, quality control and patient samples with good results and no alarms.